Event description:
It was reported that during a radiation necrosis ablation, cold pixels occurred. The thermal dose threshold (tdt) lines appeared in an irregular pattern while using the probe. The firing direction was changed to ablate the areas with decreased tdt line growth, without success. The laser output settings were changed but that did not alleviate the cold pixels. The phase encoding direction was then changed on the magnetic resonance imaging (MRI) and the cold pixels subsided, however, the tdt lines did not expand. No patient complications were reported in relation to this event. If additional information was received, a follow up report will be sent.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.